Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone phone_control_ios cloud - omnipod 5 software app version 2.1.0 cloud - operating system 26.2 cloud - hardware iphone17.3 cloud - cgm sensor type g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been in the emergency room with diabetic ketoacidosis (dka) on (B)(6) 2026. The patient's blood glucose levels reached 750 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include muscle aches, joint pain, nausea and an upset stomach. The patient was treated with 8 units of bolus of insulin. The patient reported a new pod was applied. The patient was released four hours later on the same day, (B)(6) 2026.